Manufacturer narrative:
Concomitant medical products: d274drg ipg, implanted on (B)(6) 2009. Other healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the ra lead presented with a fracture. The right atrial (ra) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.